Event description:
It was reported that syringe 3ml ll 21x1-1/2 emerald sla shield was missing. This was discovered before use. The following information was provided by the initial reporter: warehouse personnel when preparing orders, are punctured with emerald 3ml syringe needle that was without protective cover (shield) inside the package.

Manufacturer narrative:
Investigation summary: DHR, quality notification and maintenance analysis were reviewed and no occurrences potentially related to the defect was observed. An image was provided by the customer and it was possible to observe needle shield missing. The potential cause for the problem on needle assembly station on assembly machine.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll 21x1-1/2 emerald sla shield was missing. This was discovered before use. The following information was provided by the initial reporter: warehouse personnel when preparing orders, are punctured with emerald 3ml syringe needle that was without protective cover (shield) inside the package.